Event description:
The ventilator went vent inop and alarmed while in use on a patient. The customer reported there was no patient harm. Vent inop, when in use, will stop providing ventilatory support to the patient. The respironics service technician confirmed a diagnostic code in log history indicating a vent inop occurred due to a flow sensor failure. The service technician was unable to duplicate the reported problem during service evaluation. Performance verification tests were performed to the ventilator, and passed per operating specifications.